Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine and an unknown medication (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and complex reg pain syndrome type I. The date of the event was unknown. It was reported the medication was not ready at refill which resulted in the patient experiencing withdrawals. The hcp did not put the amount of medication they should have into the pump resulting in withdrawals and a hospital visit. In the hospital the patient was given 3-4 different shots of morphine to stop the withdrawal because of such a high dose the patient was on. The patient was told that they could have tranquilized a horse with that amount of medication. The patient was tired of the hassle with the incidents, so the pump was turned off in 2017. Since then the patient had been messed up, not having all the medication from the pump. The patient was trying to balance other medications instead. The patient tried oxycontin, oxycodone, and hydromorphone all at once three times per day. The patient wanted the pump removed since it's not in use. No further complications were reported.